Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/18/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The skin reaction was described as a rash with red bumps that looked almost like a burn. On (B)(6) 2016, the patient's mother called the patient's doctor and she was advised to email in a photo of the patient's reaction. Patient's doctor indicated it could be a staph infection and recommended the patient treat the reaction with colloidal silver. The affected area was treated with lemon oil, lavender and colloidal silver. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.